Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance of 126 ohms. No noise was noted on either shock or rate sense channel and presenting electrogram (egm). Boston scientific technical services (ts) discussed troubleshooting options. Additional information indicated that isometrics and pocket manipulation were performed however was unable to recreate noise. The cause of the observation was undetermined and the clinic will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned severed into two segments 6 centimeters (cm) from the terminal pin. In addition, there was separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil, which likely occurred during the explant procedure. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high shock impedances.

Event description:
The rv lead was later explanted and returned for analysis.